Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm. The home patient (hp) said she used a different cassette (changed only the cassette) and it did the same thing so she just shut the hc off. The technical service representative (tsr) explained possible cause for the alarm. The tsr advised to start again tonight fresh with new cassette and bags and call if there is any trouble. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the user reusing disposable supplies; the cassette was replaced but solution bags were reused in response to a check heater line alarm. The assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.